Event description:
It was reported that the lead was to be repositioned due to high threshold, and that the lead impedance was greater than 2000 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary - no anomalies found. Full lead returned and analyzed.